Event description:
Implant failed due to loss of osseointegration. 10/03/2023 15:58:34 cet (3509404) phone (B)(6). User:3509404 received date of the return product:29/09/2023. 10/03/2023 15:59:00 cet (3509404) phone (B)(6). User:3509404 received date of the return product:29/09/2023.